Event description:
The set screw inserter broke during surgery. This resulted in a 30-minute delay. No patient injury reported.

Manufacturer narrative:
The device has not returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.